Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with unknown intraperitoneal and oral antibiotics for three weeks (medications, dosages, frequencies, and specific durations for oral and intraperitoneal treatments not reported) for the peritonitis event. After six days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.